Event description:
It was reported that the cord caused a handpiece to run without user activation during testing. There was no pt involvement, and no user injuries or adverse consequences were reported.

Manufacturer narrative:
The cord was contained at the user facility and will not be returned to the manufacturer. If the cord is received or other information is obtained, a follow-up report will be filed.